Event description:
It was reported via repair work order that the bed lift was drifting due to malfunction actuator nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.